Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system and that the alarm occurred with every button press. The insulin pump was not dropped or bumped and the drive support cap was correct. The blood glucose reading was 250 mg/dl.